Event description:
Removal of endosseous dental implant. According to the clinician 6 implants were placed during a highly complex procedure entailing placement in a thin ridge in conjunction with a sinus augmentation in class iii to class IV bone. Theeh implant in site #13 was placed in an immediate extraction site. The clinician submits that the implant was placed about 1 cm higher thant the others and that it was "probably a pivot point". The implant in site #13 was removed approx. 1 month post-operatively. The clinician reporter that the remaining 5 implants are stable.